Event description:
The pump switched delivering from the secondary line to the primary line before the secondary volume to be infused (vtbi) was complete. The pump was returned to the biomedical engineering department with an unsigned note that stated, "this pump is going bact to a before volume is ocmpleted for b. It has to be reset about five times to get 100ml of gluid in on 'b". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy including approx switching delivey from the secondary line to the primary line after the secondary volume to be infused (vtbi) was complete.